Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl. Manual insulin injections were used to address elevated bg. The customer changed supplies and resumed insulin delivery.